Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported patient's pump suddenly stopped working resulting in patient's death.

Manufacturer narrative:
Section a4: multiple attempts were made to obtain patient weight information but this information was not provided. Manufacturer's investigation conclusion: incidental findings: thrombus was confirmed via the evaluation of (B)(4). A direct correlation between (B)(4) and the patient¿s expiration cannot be conclusively determined through this investigation. Thrombus was confirmed via the evaluation of (B)(4); however, a direct correlation between the observed deposition and the patient¿s expiration cannot be conclusively determined through this investigation. The pump was returned with the driveline cut approximately 7.5¿ from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Upon disassembly, examination of the body of the rotor body of the rotor revealed a tissue-like deposition situated underneath the distal end of one of the rotor blades. The formation was not laminated or denatured. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists death and thrombus as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.